Manufacturer narrative:
Date of event is unknown. No information to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the low battery alarm is going off. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the front panel was bent. Functional testing confirmed the complaint; when the device was turned on "low battery" was displaying. Root cause was attributed to a standard aa battery having been installed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced MRI battery. Replaced sintered filter, and o rings for the preventative maintenance(pm). Reset patient pressure cycling led and adjusted CPAP control to tolerance. Performed pm, cleaned and affixed new service label. Device passed all functional testing after the completed repairs.

Event description:
Additional information received via email. The incident happen during morning check outs and removed from the unit at that time. No patient was involved.

Manufacturer narrative:
Other text: b5 and h6. Health effects codes: updated.